Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device delivered appropriate shocks, but the egms from those episodes were not available to view. Programming changes were recommended. The patient was in stable condition and will continue to be monitored.